Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of peritonitis in a patient coincident with extraneal therapy for peritoneal dialysis (pd). On an unreported date, extraneal therapy was discontinued. The patient experienced peritonitis and was treated with vancomycin. During the treatment with vancomycin, the patient developed a rash (date not reported). It was unknown if the patient was hospitalized for the events. Treatment for the rash was not reported. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). Additional information received from a nurse: on an unreported date, the patient resumed extraneal therapy with no issues.